Event description:
The e.r. Nurse placed the 900 mhz protable phone on top of the 840 puritan-bennett ventilator. The 840 puritan-bennett venilator system went in "device alert" condition. Error code lb0036 (alarm cable error) and lb0116 (analog device test).